Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. Device received with cracked case on display window corners, scratched lcd window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads. No moisture damage noted on electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. Customer stated that she was in the process of doing a set changed and reservoir leaked in the insulin pump and its alarming motor error. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue due to error alarm. The device was returned for analysis.